Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 216 was emitted by the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings:.call service 216 warnings (cgm session forced to stop) observed in the cgm warning history. The pump was paired with a test transmitter successfully and exercised 24 hours with no warnings occurring. The complaint could not be duplicated. The battery compartment was observed to be cracked along the side of the pump.